Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states prod. The prod is available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The pt was a female but the age was unk. The target lesion was distal left circumflex. The vessel was de novo. There was 99% stenosis. Pre-dilation was conducted with a 2.5 x15 mm voyager balloon. Inflation time and pressure was unk. A 3.0 x 13 mm cypher stent (lot i1206039) was delivered to the target lesion, but the physician felt resistance and so the stent delivery sys (sds) was retrieved once. Pre-dilation was conducted again with a 3.0 x09mm nc sprinter balloon. Then the 3.0 x 13mm cypher was being delivered to the lesion again through the 6fj4 launcher guide catheter, but the physician still felt slight resistance and retrieved the sds again. He found the edge of the proximal end of the stent to be flared outside of the pt. Therefore, a 3.0 x 15mm driver bare metal stent was implanted instead and the procedure was finished. The procedure was successfully finished. There was no reported pt injury. During the initial retrieval, stent flare was not observed.